Event description:
Subsequent information received states, using a femoral artery access approach during a procedure of the unspecified vessel, the absolute stent delivery system was delivered and the stent deployment was initiated. The handle was turned and the stent was partially deployed; the handle then continued to turn but the stent did not deploy further. The device was pulled into the crossover sheath, causing the partially deployed stent to stretch and subsequently separate. The tip of the device also separated and was retrieved with a snare device. It is unknown how the separated stent was removed; however, it was confirmed that no pieces remain in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The tip and stent separations and stent damage were able to be confirmed. The difficulties deploying and removing the device, and device operating differently could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure the absolute pro stent could not be placed; there was no reported adverse patient effect. No additional information was provided. Return device analysis revealed that the stent implant was returned deployed and approximately 20 mm of the distal end of the stent implant was separated and was not returned. The inner shaft was exposed and the tip was separated and not returned.